Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported after opening the packaging some plastic adhered to the polished surface of the cpt stem.

Manufacturer narrative:
Two cpt stems (part 00-8114-005-30, lot 62145005) were returned for review; one of the stem was returned in an unopened package. The unopened package was opened and it was noted that the ldpe bag is sticking on to the stem. The other stem also has a small portion of the ldpe bag stuck to the polished surface. The packaging set up sheet shows that the stems were packaged in 87-0810-00-00 poly bag; however during the visual inspection of the stem in the unopened package it appears to be packaged in 87-0899-456-00 poly bag. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The reported issue falls under the scope addressed by expedited complaint procedure. As corrective action, a new supplier for the ldpe bags has been selected, and testing has been completed to ensure thermal reliability and stability of the new ldpe bags. A removal of the unconsumed affected product will be conducted to reduce the reoccurrence of similar complaints in future. FDA recall contains the related lot number. This is a previously addressed packaging, label, or instruction issue.